Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, over infused during volumetric test twice was reproduced. The device was tested for flow accuracy and over delivered with 6.39%. A review of the history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be m2/m3 springs and pressure plate was out of adjustment. M2/m3 and pressure plate travel requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during volumetric test twice during testing in the biomedical service department. There was no patient involvement. No additional information is available.